Event description:
It was reported that the device does not recognize the cassette. There was unknown patient involvement.

Manufacturer narrative:
H3, h6: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional tests and visual inspection were performed, and the customer¿s problem was confirmed as the downstream occlusion sensor (dso) was nonfunctional. The dso sensor will be replaced.